Manufacturer narrative:
MDR (B)(4) / initial 3 of 3 based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient experienced high blood glucose levels over 400 mg/dl due to pigtail detached directly from cartridge in use of one to two days and was treated with correction bolus via pump on (B)(6) 2026.